Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath , serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient receiving morphine at a dosage of 5.277mg/day and a concentration of 15mg/ml via an implantable infusion pump for non-malignant pain. It was reported that the patient's catheter had fallen out of the intrathecal space and was coiled up near the anchor site. There were no environmental, external, or patient factors that led or contributed to the issue. Diagnostic and troubleshooting measures included a sideboard aspiration wherein the hcp was not able to obtain cerebral spinal fluid (csf), as well as an x-ray to determine the catheter location. The old catheter was removed and completely replaced with a new catheter. The issue was resolved at the time of the report. Additional information was provided from a healthcare provider via company representative stated that the catheter was removed by the customer. The company representative stated that the implant, explant date as well as the serial number of the catheter¿s was unknown.